Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The doctor decided to use hemospray. It was removed from the package. The nurse proceeded to assemble the device, activating the carbon dioxide (co2) without a problem. The catheter was introduced through the working channel and at the moment to use it, the powder was not expelled through the catheter. The nurse checked out the catheter to see if there was an occlusion, but the catheter was okay. She thought there was a problem with the co2 cartridge. It was decided to open another hemospray device which worked without problems. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding section d2 suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Continued from section e3 occupation: non-healthcare professional. Information regarding section g5 den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The returned catheter did not appear to contain any powder. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge with a small gap. When tested as returned, the device did not spray as intended. The co2 cartridge did not discharge upon deactivation of the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device sprayed as intended. When sprayed with the catheter attached to the nozzle, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because only one catheter was returned for evaluation. This limits our ability to conclusively determine a cause. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." The activation knob was not completely flush with the device handle upon return. If the activation knob is not turned all the way upon activation, this can cause co2 leakage and device failure. It is unknown if the root cause could be related to co2 leakage since it is unknown if the device was purposely deactivated before return or not activated fully during use. The IFU instructs, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. Information regarding PMA/510k: den170015. The evaluation is on-going. Once additional information has been received a follow-up emdr report will be provided.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The doctor decided to use hemospray. It was removed from the package. The nurse proceeded to assemble the device, activating the carbon dioxide (co2) without a problem. The catheter was introduced through the working channel and at the moment to use it, the powder was not expelled through the catheter. The nurse checked out the catheter to see if there was an occlusion, but the catheter was okay. She thought there was a problem with the co2 cartridge. It was decided to open another hemospray device which worked without problems. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.